Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash under the back therapy electrodes. There was no alleged device malfunction. The patient's nurses gave the patient benadryl and atolac for the irritation. The patient had a history of sensitive skin. The patient's doctor advised the patient that they had shingles. The patient was advised to remove the device by the patient's physician. The patient's medical condition improved.